Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. Evaluation observed that the rear case flex cable was not connected properly to the input/output printed circuit board (I/o pcb). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the flex cable connection. The flex cable will require reconnection to the I/o pcb to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker was possibly blown during an unspecified process step. There was no patient involvement. No additional information is available.